Event description:
It was reported x-ray imaging revealed migration of both leads. Surgical intervention took place on (B)(6) 2026 wherein the leads were repositioned, and effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.